Event description:
It was reported that, "instrument is worn out from use. Used non-flex and then replaced old flex with new flexible on (B) (6) 2009. No affect on patient or outcome of surgery. Dr. Demanded a replacement after case."

Manufacturer narrative:
Evaluation summary: the returned driver looks in used condition with wear from normal use. The tip of the driver was deformed. This event is related to a trend of similar events where the tip on the universal and straight driver shaft twists and/or fractures. The results of the investigation performed indicated that the root cause of driver information is attributed to a mismatch in the tolerance between the driver tip and the drive feature of the screw head. As angulations of the driver within the screw head increases, the more likely that the driver will deform. Ecn was implemented in 2005 to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. The reported device was manufactured before above mentioned design change. Stryker recommends (per our surgical protocol) pre-drilling the bone using the appropriate drill bit and drill guide and to ensure proper engagement exists between the driver and the screw prior to torquing the screw implant.